Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 24, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was returned. Visual inspection under magnification revealed that the complaint lens was received cut, but not into separate pieces, and with detached haptics. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5 patient information: information unknown/asku. Section b3 date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2023, and (B)(6) 2023, respectively. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported johnson and johnson(jnj) intraocular lens (iol) was explanted. The patient had femtosecond-laser-assisted cataract surgery (flacs) in their right eye. A jnj iol was implanted, model dib00 21.5 diopter. The patient¿s visual acuity was 20/30 -2 after the flacs surgery. The patient was unhappy with their vision and chose to have the iol explanted. The replacement iol is the same jnj model but 21.0 diopter. No further information was provided.